Manufacturer narrative:
The oad was returned with the guide wire engaged in the destructively cut distal drive shaft section. There was biological material accumulation on the drive shaft and crown. The morphology and exact root cause of the material accumulation is unknown. Analysis revealed the viper wire spring tip was lodged within the oad drive shaft tip bushing. Scanning electron microscopy analysis of the viper wire section that was engaged in the oad tip bushing revealed the coil appears to have sustained axial surface damage and potential spinning damage. The oad making contact with the spring tip as well as the biological material accumulation may have contributed to the reported stuck-in-vessel and no-spin complaints, however this could not be confirmed. The root cause of the oad making contact with the spring tip is user error as the spring tip was pulled into the drive shaft tip bushing area, but it is not clear whether this issue contributed to the reported events. During analysis, the spring tip was removed distally from the tip bushing with significant resistance felt, which resulted in the drive shaft filers separating and the crown becoming detached. The material degradation may be the result of the corrosion, however this could not be confirmed. When tested the oad operated with no other abnormalities observed. At the conclusion of the failure analysis investigation, the reported events were partially confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was used via radial approach for treatment of a heavily calcified 20 mm lesion in the mid left anterior descending artery (lad), which was 85% stenotic and moderately tortuous. The viper wire was used as a primary wire, and two treatments with the oad were performed. During an attempt to begin a third treatment, the oad would not spin. Nitroglycerin was administered, and an attempt to retract the device over the wire was made. However, the oad could not be removed. Another wire was advanced in order to help remove the oad, but the wire could not be advanced through the lesion while the oad was in place. A second dose of nitroglycerin was administered, and a second attempt to start the device was made; the oad still would not spin. A forceful attempt to retract the oad resulted in the guide catheter being pulled into the lad, which caused a flow-limiting dissection. The saline sheath was then cut, and an attempt was made to advance it over the crown. This was also unsuccessful in removing the oad. Eventually, the physician pulled the entire system (crown, wire, and guide catheter) out with substantial effort. Wire access was regained, and a balloon was used to restore flow to the dissected area. The physician was then unable to expand the original target lesion with repeated balloon inflations, and the patient was sent for emergent bypass surgery. The patient was well following successful surgical bypass.